Event description:
Ous MDR - it was reported that the device could no longer be interrogated about 96 months after the implantation. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.

Manufacturer narrative:
The pacemaker was returned for analysis. First the manufacturing process of this device was checked. The production documents did not showany anomalies. All manufacturing steps had been carried out correctly.after its receipt, the pacemaker underwent an electrical incoming goods inspection. Matching the clinical observation, the pacemaker could notbe interrogated. An initially performed check of the antibradycardic therapy functions showed that the therapy functions were active.in a next step, the memory content of the pacemaker was analyzed. The analysis showed that the pacemaker had detected inconsistent memorycontent, due to which the implant could no longer be detected by the programmer. This behavior led to the clinical observation. The datashowed no anomalies otherwise.another attempt to interrogate the pacemaker was made, for which the device type was first manually selected from the implant list of theprogrammer. This corrected the inconsistent memory content in the implant, and in consequence, the device could be interrogated normally.in a next step, the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values,and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions.in summary, the clinical observation could be confirmed during the analysis, which resulted from inconsistent memory content. After this wascorrected, the device could be interrogated normally. The cause of the damaged memory content could not be determined based on theavailable information. It can therefore not be ruled out that external influences, such as strong electromagnetic radiation, could have contributedto the clinical observation.there was no material defect or manufacturing error.